Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2006, the pt had a right direct inguinal hernia repaired with a modified kugel mesh. On (B)(6) 2011, pt underwent pt explant. On (B)(6) 2012, pt underwent a third surgery to completely remove the product. Attorney alleges disability, add'l surgery, injuries, defective mesh, explant.